Event description:
It was reported that underwent an unknown procedure on (B)(6) 2012 and pacing wires were used. During the procedure, the needle pulled off the wire. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.